Manufacturer narrative:
Unit passed displacement, active current measurement, and self tests; it failed sleep current measurement test. After further review of the unit¿s interior, did not note any evidence of previous moisture presence or corrosion on any of the electronic boards or assemblies. After swapping the boards out into another case, and then swapping a known good pcba2 onto pcba1, the sleep current measurement fell within specifications. The high sleep current measurement appears to be isolated to pcba2. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a low battery alarm. Customer stated they received replace battery alarm. Customer stated low battery alert was prior to replace battery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.